Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the guidewire was hydrated per the IFU. The information is confirmed by the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that when an apollo catheter was inserted, followed by insertion of a non-medtronic guidewire, the catheter could not be advanced. Upon removal of the guidewire with the catheter, it was observed that the guidewire had penetrated/punctured the distal end of the catheter. It is unknown if there was any friction or difficulty during insertion of the guidewire/stylet, if there was any other damage to the catheter, or if there was any kink or damage on the guidewire. A new medtronic catheter was used to complete the procedure. The patient was undergoing embolization surgery for treatment of arteriovenous malformation (avm). The reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU). No known patient symptoms or complications were reported as associated with this event. Ancillary devices include: chikai 0.008 guidewire